Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the end of the outer tube broke whilst being used in theatre. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "broke during procedure", could be confirmed. The bayonet lock at the distal end of the shaft is slightly deformed. This may be due to mechanical impact. The connector at the proximal end is broken. The age of the product (wear/number of reprocessing cycles) may have a negative effect on the material properties. Since the forceps insert is pressed into the shaft and locked in the bayonet and snaps into place around the handle on the proximal side, it is a "closed" system. This ensures that nothing can fall out during use. There is no information on exactly when the damage to the shaft was noticed. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).